Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. The cmp was not confirmed. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: metasulâ® duromâ®, component for acetabulum, #item: 0100214048, #lot: 2477608. Therapy date: sep 26, 2025. G2: foreign country source: italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient presented a pseudotumor, out-of-range cobaltemia and pain post implantation. The product is still implanted. Attempts have been made and additional information on the reported event is unavailable at this time.